Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a communications error, then a high disk usage error during a case. The system had to be rebooted and the procedure was completed. No patient injury was reported.